Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized for diabetic ketoacidosis. The customer had high blood glucose levels prior to hospitalization, but she didn't change her infusion set. Troubleshooting was performed and the basal rates were not programmed correctly. Found an alarm in the alarm history that erased the memory, prior to the hospitalization.